Manufacturer narrative:
The monitor sn (B)(4) and electrode belt sn (B)(4) were returned and evaluated at the distributor. The evaluation included review of downloaded software flag files on the day of the event and functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction. During the functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2018 while wearing the lifevest. The patient reportedly passed out in the grocery store prior to the event. The patient's brother was present and reportedly called ems. At 11:05:56 am, the patient received the first treatment. The patient's rhythm at the time of the treatment was ventricular tachycardia (vt) at 220 bpm with motion artifact, the post shock rhythm was sinus rhythm at 60 bpm. At 11:07:46 am, the patient received the second treatment. The patient's rhythm at the time of the treatment was polymorphic vt at 280 bpm and the post-shock rhythm was vt at 260 bpm. At 11:08:12, the patient received a third treatment. The rhythm at the time of the shock was vt at 260 bpm, the post-shock rhythm was also vt at 260 bpm. At 11:08:34, the patient was treated for a fourth time. The patient's rhythm at the time of the treatment was vt at 260 bpm, and the post-shock rhythm was vt at 250 bpm. At 11:08:56 and 11:09:20, the patient received the fifth and sixth treatments from the lifevest. The patient's rhythm at the time of both treatment was ventricular fibrillation (vf) and the post-shock rhythm for both treatments was vf. After the sixth treatment, the patient was in vf with variable amplitude and motion artifact for approximately 6 minutes. The variable amplitude and motion artifact prevented the device from delivering a treatment during the treatable arrhythmia. The rhythm then degraded to asystole with CPR and motion artifact until the electrode belt disconnection at 12:38:24. The patient's equipment was returned to the distributor and was found to be fully functional, there is no indication that a device malfunction caused or contributed to the patient's death.